Event description:
The event involved a 43 cm (17") bifuse add-on set w/2 bag spikes, 2 clamps (red, blue), plug adapter where it was reported of an issue with the 2 tail spikes (bifuse) lines and fluid leakage. This occurs at the bifuse line / giving set spike union. It was reported that if the giving set isn¿t pushed all the way in, they get fluid leaking. It was made part of the customers timeout process to ensure the giving set is inserted fully and no signs of fluid weeping/leaking before commencing anti-cancer meds (or any treatments). Saline prime and during premeds might be fine but a weep/leak of fluid will be noted later. The status of the product at the time of the event is during end of infusion flush using normal saline, pembrolizumab had been infusing ¿ registered nurse (rn) noted fluid leak and fluid on the floor at end of infusion/saline flush. The medication did not come in contact with the patient or healthcare provider because the rn had personal protective equipment (ppe) on and was prepping to remove intravenous catheter (ivc) from patient post infusion. Rn noted fluid on the floor ¿size of palm¿ on floor. The spill was cleaned up per facility protocol, ppe donned and cleaned with soapy water and site allowed to dry ¿ floor traffic diverted from immediate area. The size of spill did not warrant spill kit. That there was no unprotected chemo exposure because it was immunotherapy. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.